Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the clinical procedure was completed as planned. Customer reported to philips that the system geometry movements were unavailable. The complaint did not include further details about the nature of the issue. No service action was performed by the philips since the customer did not request the philips for service. To date, no further reports of this issue have been received. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.